Event description:
It was reported that the pegasus y 24ga x 0.75in ss prn npvc catheter broke during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient was an elderly man,in the process of using the indwelling needle, the catheter was broken. After the indwelling, the indwelling needle was not in the location of the puncture and the catheter did not know where to go when it was checked again. It was impossible to determine whether it was broken in the body or outside the body."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-22. H.6. Investigation summary a device history review was conducted for lot number 0019683. Our records show that this is the only instance of a broken catheter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The affected device was returned to aid in our investigation without the catheter tubing, which was lost during the course of use. Visual analysis of the broken section of the catheter tubing was not able to yield any significant insights. In lieu of the affected catheter tubing, our engineers conducted functional testing on the available retention samples for this lot; the units were found to function within product specifications. Further review of the manufacturing line and manufacturing records was unable to identify any documented abnormalities that would explain this incident. Based on our current findings we are unable to associate the reported non-conformance with the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pegasus y 24ga x 0.75in ss prn npvc catheter broke during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was an elderly man,in the process of using the indwelling needle, the catheter was broken. After the indwelling, the indwelling needle was not in the location of the puncture and the catheter did not know where to go when it was checked again. It was impossible to determine whether it was broken in the body or outside the body."